Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The shaft is cracked at the jaw pivot pin, and the pin has partially shifted out of location. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the pin was falling out of the jaws of the instrument during use in the surgery. Although this instrument was used duing surgery no patient complications have been reported.